Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device might have a broken button; and that it was hard to disconnect from the attachment device. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling tool side was not functioning. The device also failed the following pre-tests: check the attachment coupling and check the power with test bench: min. 110 to 160 w. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.